Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ hypodermic luer-lok¿ syringe packaging had poor perforation that caused it to tear when trying to separate the syringes. The following information was provided by the initial reporter: "customer reports they have an issue with plastipak 10 ml luer lock syringes. The outer package tear once trying to separate the syringes from one another."

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes, d.9. Returned to manufacturer on: 23-may-2022. H.6. Investigation: several samples were provided to our quality team for investigation. Through visual inspection, the unit packaging was observed to be damage and paper strips were observed inside that packages. A device history review was performed for reported lot 2201061, no deviations or non-conformances related to this issue were identified during the manufacturing process. The damage that was observed can occur when the packages are separated. Packaging parameters were reviewed for the reported lot, finding all of them within required limits. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. We have reviewed our production and inspection records and have established that all production and quality processes were carried out normally. During the primary packaging process, film and paper are guided along a chain in the packaging machine. Once the blister packaging is sealed, longitudinal and transversal cutters cut the extra pieces of film and paper and they are rejected to scrap by a vacuum system. Although we could not identify a direct issue related to the damaged on the packages, it was determined that the paper identified inside the packages is likely related to a failure in the vacuum system that resulted in improper rejection of the extra paper and film pieces, which caused them to be sealed within the reported blister packages.

Event description:
It was reported that the bd plastipak¿ hypodermic luer-lok¿ syringe packaging had poor perforation that caused it to tear when trying to separate the syringes. The following information was provided by the initial reporter: "customer reports they have an issue with plastipak 10 ml luer lock syringes. The outer package tear once trying to separate the syringes from one another".